Manufacturer narrative:
(B)(4).

Event description:
Per the patient's surgeon, the patient experienced a skin overgrowth at the abutment site. Subsequently, the patient underwent revision surgery (date not reported), under general anesthetic, to excise skin and replace the abutment with a longer one. It was also reported that antibiotics (type not reported) were administered.